Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint a foreign hair within the kit is inconclusive due to poor sample condition. One photo sample of a 24 cm powertrialysis kit was provided for evaluation. The product label information indicates ref: 5605240; however, the lot number is not visible. The kit packaging appears to be open. A black fiber which appears to be hair is visible on the outer portion of the folded blue drape. The condition and present of the hair prior to kit opening could not be determined; therefore, the complaint could not be confirmed and remains inconclusive at this time.

Event description:
It was reported a black hair could be seen through the packaging of a dialysis catheter. No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of reeu2337 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported a black hair could be seen through the packaging of a dialysis catheter. No other information was provided.